Event description:
Caller alleging receiving discrepant low inratio values. On (B)(6) 2014, inratio 2.2, lab 8.2 (venous lab draw). On (B)(6) 2014, inratio 2.9, lab 7.8 (venous lab draw). Time between testing on both days 20 minutes. Pt's therapeutic range 2-3. Physicians noticed bruising on pt on (B)(6) 2014 that precipitated the lab draw. No medical intervention was given.

Manufacturer narrative:
Investigation pending.